Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that by the patient that the implantable pulse generator (ipg) had turned and was causing discomfort. Follow up with the patient's clinic was unsuccessful. The device remains in use. No further patient complications have been reported as a result of this event.